Event description:
Procedure type: sigmoid resection. According to the reporter: the stapler was fired without incident; upon inspection of donuts, both donuts were complete and no abnormalities were noted. A leak test was performed and no leak was detected. Pt. Presented in ER on (B)(6) 2013, with abdominal pain and pus + odor coming from trocar sites; dr. (B)(6) performed exploratory laparotomy and found that the sigmoid anastomosis had broken down. The entire belly was filled with fluid and necrotizing tissue; it wasn't possible to determine cause of anastomotic leak.

Manufacturer narrative:
Tracking number: (B)(4).